Event description:
It was reported that the user was unable to pair a dexcom g6 sensor or transmitter with the ilet, and pairing was resolved by manually entering the transmitter serial number with no code and entering a fingerstick value, after which the pump displayed readings while paused. Symptoms included hyperglycemia up to 400 mg/dl by fingerstick that was trending down. Outcomes included temporary interruption of ilet use, transition to backup subcutaneous insulin via pen, and plan to resume the ilet after the required interval since the last insulin injection. Investigation included technical troubleshooting guidance to enter the transmitter serial number and confirm glucose data acquisition. Investigation of this case revealed a pairing failure that was corrected through user-guided setup steps, with no device malfunction confirmed and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user setup error during cgm pairing.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.